Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the closurefast catheter to treat the great saphenous vein as per IFU. It was reported that the treatment was successful with no complications. The physician performed a phlebectomy on the musculus tibialis posterior to excise some superficial veins. It was reported by a patients family member that the patient suffered a deep vein thrombosis (dvt) post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.